Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with an unspecified mentor smooth saline breast prosthesis on the right side breast, suffered breast implant deflation, post-operatively. As a result, the patient was scheduled for implant explantation in (B)(6) 2020.

Manufacturer narrative:
On june 18, 2020, the mentor failure analysis lab has received the device for evaluation. On june 22, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a tear was observed on the anterior view, measuring 5.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (lot-6453312). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2020, mentor became aware that the suspect medical device was a 460cc mentor smooth round high profile saline (catalog: 3503460 lot: 6453312 sn: (B)(6). On may 27, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 460cc mentor smooth round high profile saline catalog: 3503460 lot: 6453312 sn: (B)(6) and (left) 460cc mentor smooth round high profile saline catalog: 3503460 lot: 6453312 sn: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 25, 2020, the product investigation was updated: this statement was removed since it does not apply anymore. "A second product was received (lot-6453312). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required." Device evaluation of the second device will be reported under mrn: 1645337-2020-10024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received the following additional information: along with the right breast implant rupture, the patient also experienced breast ptosis with excess skin of the abdomen and had to undergo correction of stretch deformity on both breasts with full mastopexy and full abdominoplasty with liposuction to the abdomen and waist. In addition, the patient also suffered left breast displacement. The left breast has become entirely sub-glandular. The left breast displacement will be reported under mrn: 1645337-2020-10024 manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.